Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr sheath in the left common femoral artery. The pt had chronic renal failure (bun=42 and a creatinine=1.8), multi-system organ failure and an abdominal aortic aneurysm (aaa) prior to the procedure. Following the procedure, the pt experienced a retroperitoneal bleed with symptoms including a vasovagal response with hypotension, and a drop in hemoglobin and hematocrit. Treatment consisted of 5 units of packed red blood cells given to the pt. The pt expired four days later.